Event description:
Caller alleged discrepant inratio2 results. Results as follows: doctor's office stated they received an inratio inr=3.5 on one pt. The office manager stated the pt had hematuria. Pt was sent to the hosp and received a lab draw inr=10.0. Inratio meter and lab tests were performed within three hours of one another.

Manufacturer narrative:
Investigation pending.